Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an excessive scabbing at the ipg site. The physician confirmed that there was no sign of infection during the wound revision. The wound was washed out and closed. The patient was doing well postoperatively. The device was remain implanted.